Event description:
It was reported that the device was used during a low anterior resection. The device fired an incomplete staple line and the crunch was not heard. After firing, the surgeon had a difficult time removing the device from the tissue. The surgeon then fired the device again to remove the device. The case was completed by cutting the anastomosis and hand sewing with no other consequence. Case was delayed by one and a half hours. The pt has developed a wound infection at the site of anastomosis.